Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 due to which the patient faced hyperglycemia event.the patient went to emergency room and the duration of stay was for 4 hours.the patient blood glucose level was high between 300 mg/dl to 400 mg/dl and got treated with intravenous fluids of saline and insulin. The patient got released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.